Event description:
It was reported that during this routine generator change out procedure as a result of the device battery reaching elective replacement indicator (eri), the right ventricular (rv) lead was surgically abandoned and replaced as a result of exhibiting oversensing and pacing inhibition with no asystole. Additionally, the lead body was reported to have insulation damage. No additional adverse patient effects were reported.